Event description:
Customer reported p. Aeruginosa isolates piperacillin/tazobactam mic discrepancy on (B) (6) 2008. On (B) (6) 2008 provided info on the discrepancy i.e. Piperacillin/tazobactam susceptible results on the neg combo 43 and piperacillin/tazobactam-resistant results when tested against other test methods also performed for the clinical isolate. The results were reported to the physician. There are no reports of adverse health consequences associated with the discrepant result.

Manufacturer narrative:
Routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: other test performed by the lab, gave different results. Conclusions: product is within performance claims. The cause of the discrepant results is unknown.